Manufacturer narrative:
It was inadvertently reported in follow-up report #3 that the analysis for the returned lead was completed.

Event description:
Analysis was completed for the returned lead. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The lead assembly had dried remnants of what appeared to have once been body fluids inside the silicone tubing. No obvious point of entrance was noted other than the cut ends of the returned lead portions. No discontinuities were identified within the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
Follow-up to the surgeon's office revealed that the patient had surgery to remove the generator and lead on (B)(6) 2015. The vns device was reported to have migrated to the left side of the chest, and was removed due to the pain associated with the migration. Initially, the patient reported that her physician indicated the migration was due to "rejection" of the device. The generator was reported to have migrated to under the patient's armpit as a result of weight loss and the patient's skinny body frame. It was reported by the patient that when she moved her arm the generator "popped" and was very painful, explaining that the sensation was related to the generator moving and that the device was protruding. Follow-up to the implanting surgeon regarding the sutures used for the patient was made and it was stated by the physician that o-ethibond non-absorbable sutures are what he generally uses, but noted that he had not reviewed the op notes for the patient. There is no allegation that the weight loss was related to vns. The operative notes did not indicate whether non-absorbable sutures were used at initial implant. No additional relevant information has been received to-date. The explanted lead and generator have not been received to-date.

Event description:
It was reported that a patient had her generator disabled due to painful stimulation. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient is not compliant with prescribed medications and the vns device was disabled on (B)(6) 2015 in order to alleviate painful stimulation.

Event description:
The explanted devices were received for analysis which was completed on (B)(6) 2016. The septum was not cored, eliminating the possibility of an unintended electrical current path through body fluids. The generator showed no signs of variation in the output signal and provided the expected level of output current. The diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured during the electrical test shows an ifi=no condition. Review of the generator data indicated that the last &#62; 25% change in impedance was on (B)(6) 2014 and remained within normal limits. The generator data revealed that 13.452% of the battery had been consumed. No anomalies were noted during the review. There were no performance or any other type of adverse conditions found with the pulse generator.